Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported, following a cesarean delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. Before using the bakri balloon, the physician's examination showed no abnormalities. After placement of the balloon, blood leakage was observed along the catheter. The doctor assumed the initial gauze packing was likely insufficient, prompting the physician to reinsert packing, but a significant leakage persisted. The balloon was then deflated and removed, revealing a pinpoint leak in the balloon. A new balloon was successfully placed, achieving hemostasis. The total blood loss was approximately 600 ml, with about 500 ml occurring before the device failure. The procedure was trans-abdominal, the balloon was not inflated prior to hysterotomy closure, and there was no contact with metal tools that could have damaged the balloon. As reported, no blood transfusion was needed, and no adverse effects were observed. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as functional testing of the returned device, were conducted during the investigation. The complaint device was returned with no original packaging. The balloon was leak tested, and a pinprick leak in the material was detected. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - phone number: (B)(6). H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, following a cesarean delivery, a 'bakri tamponade balloon catheter' was used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. Before using the bakri balloon, the physician's examination showed no abnormalities. After placement of the balloon, blood leakage was observed along the catheter. The doctor assumed the initial gauze packing was likely insufficient, prompting the physician to reinsert packing, but a significant leakage persisted. The balloon was then deflated and removed, revealing a pinpoint leak in the balloon. A new balloon was successfully placed, achieving hemostasis. The total blood loss was approximately 600 ml, with about 500 ml occurring before the device failure. The procedure was trans-abdominal, the balloon was not inflated prior to hysterotomy closure, and there was no contact with metal tools that could have damaged the balloon. As reported, no blood transfusion was needed, and no adverse effects were observed.